Event description:
It was reported that during a declotting treatment procedure of the lower extremities, the hydrophilic guide wire was sticking on the angiojet catheter. The physician tried an unk number of repeated attempts to remove the guide wire unsuccessfully. The angiojet and zipwire were removed from the patient as a unit. The procedure was terminated. Additional information on this event has been requested. No patient complications or injuries were reported. Patient status is noted as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.